Manufacturer narrative:
The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip noted and also received with broken battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that insulin pump had blood glucose and damage. The blood glucose at the time of the incident was 300 mg/dl, 395 mg/dl, 371 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.